Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component damage or degradation, environmental issues such as dust, contamination, humidity, optical issues, thermal issues, or electrical issues including signal loss or circuit breaks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's image became distorted during angulation while under maintenance. There were no reports of patient involvement.